Manufacturer narrative:
Adding fdp (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported patient had non healing wound per health care professional (hcp) and also with poor coverage of painful area. No rep rogramming necessary as explant was planned, likely a week from this report. Patient is alive and no injury. No further patient symptoms or complications were reported in this event.